Manufacturer narrative:
Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the customer requested to purchase parts for their mrx device. It was clarified in the good faith effort (gfe) process that the paddles and paddle plates were sparking. There was no reported patient involvement. Available details indicate that the device was evaluated by a philips field service engineer, who replaced the paddle plates and paddles. The device was operational after repairs were completed. The components are not available to be returned to philips for additional investigation. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the paddle pocket plates were sparking. There was no reported patient impact or injury.